Event description:
Patient took a hair drug of abuse test. Results were positive for "methamphetamine" patient was prescribed medications that are known to cross react with the test. The tests was reviewed by a mro (medical review officer) and found positive. Mro did not allow for a retest and in fact was made aware of events that should have cancelled the test.